Manufacturer narrative:
Precision testing was performed. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e411 disk analyzer. The initial hcg-beta result was 0.275 lu/l. On (B)(6) 2022, the result was 255.3 lu/l. On (B)(6) 2022, the results were 237.8 lu/l and 248.3 lu/l. The questionable results were reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The field service engineer adjusted the sample/reagent probe and checked the liquid level detection system which was okay. Analyzer performance testing was within specifications. The investigation determined the issue was resolved by the service actions.